Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer stylus did not work. It was indicated that the connector was loose. It was also indicated that the programmer had errors in the log files. The programmer was repaired and returned to service.

Event description:
It was reported that the programmer stylus did not work on the display screen. The programmer was returned for service. No patient c omplications have been reported as a result of this event.